Event description:
During laparoscopic surgery, one blade of forcepts fell apart and fell into pt's abdomen. After x-ray to locate the blade, the piece was removed successfully without any pt injury or additional complications.